Event description:
An endovascular procedure was performed in a stroke patient with complete right internal carotid artery (ica) occlusion. It was reported that the patient had a very tortuous vascular anatomy. Initially the physician used a non-stryker guidewire to gain access, but when he was unsuccessful he used the subject guidewire and attempted to gain access through the occlusion. The subject guidewire was passed through a microcatheter to reach the target lesion. The physician felt a lot of resistance while advancing the subject guidewire and the microcatheter to the target lesion, the physician attempted to exerted extra force on the subject guidewire to cross through the occlusion, he tried to do this for three to four times. When the physician was unsuccessful, he attempted to retrieve the subject guidewire and it got fractured and the distal tip was left inside the patient's vascular occlusion in the right internal carotid artery. No attempt were made to extract the broken fragment from the patients vascular anatomy. According to the physician the disease state of patient and challenging anatomy were the cause of the issue. The procedure was not completed and no additional surgery is planned due to patient condition.

Manufacturer narrative:
Visual inspection: the proximal guidewire was noted to be kinked at approximately 28-34cm. The guidewire tip was broken/fractured and remain in the patient. The distal segment approximately 5cm was noted to have core wire exposed. The guidewire ptfe coating was noted to be peeling approximately 28cm from the proximal end. The hydrophilic coating was hydrated there were no anomalies noted. Functional inspection: a functional test could not be confirmed as the device was damaged. There are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned and the distal guidewire was noted to be broken/fractured which indicates the device encountered a significant force during the procedure. Additional information states "very hard to cross chronic occlusion, extra force used to try to cross with wire. A lot of resistance upon attempting wire removal. Physician blames the disease state of patient and challenging anatomy". An assignable cause of procedural factors will be assigned to the as reported/as analyzed defects ¿guidewire distal tip broken/fractured during use¿ and ' un-retrieved device fragment' and as analyzed ¿ guidewire kinked/bent and 'guidewire ptfe coating peeling¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
An endovascular procedure was performed in a stroke patient with complete right internal carotid artery (ica) occlusion. It was reported that the patient had a very tortuous vascular anatomy. Initially the physician used a non-stryker guidewire to gain access, but when he was unsuccessful he used the subject guidewire and attempted to gain access through the occlusion. The subject guidewire was passed through a microcatheter to reach the target lesion. The physician felt a lot of resistance while advancing the subject guidewire and the microcatheter to the target lesion, the physician attempted to exerted extra force on the subject guidewire to cross through the occlusion, he tried to do this for three to four times. When the physician was unsuccessful, he attempted to retrieve the subject guidewire and it got fractured and the distal tip was left inside the patient's vascular occlusion in the right internal carotid artery. No attempt were made to extract the broken fragment from the patients vascular anatomy. According to the physician the disease state of patient and challenging anatomy were the cause of the issue. The procedure was not completed and no additional surgery is planned due to patient condition.